Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a new g5 sensor was unreliable and gave an error message. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be determined. A root cause could not be determined.